Manufacturer narrative:
This semi-annual report covers thirteen malfunction mdrs covering the period (B)(6) 2007, as agreed upon for (B)(4) under the modified summary reporting program. Troubleshooting determined these events to be consistent with a user-induced slide tracking error. User error was the cause of these events. This report covers malfunctions only and excludes death and serious injury.

Event description:
The customers observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of pt harm as a result of these events.